Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument generated false low sodium (na) results for 2 patient samples. Results were reported out of the lab. Due to the low na results, the emergency room ran the patients on the istat prior to admitting. The emergency room contacted the lab about the discrepancy. The patients were not admitted or treated based upon the false results. Customer provided the results verbally and stated that only na was affected. Patient 1 had an originally reported na result of 117 mmol/l. The repeated, correct result was 136 mmol/l. Patient 2 had an originally reported na result of 119 mmol/l. The repeated, correct result was 142 mmol/l. Customer was contacted 8 times regarding the patients' data reports, but customer only provided the results verbally. The lab had contacted bec earlier in the evening due to low quality control (qc) after changing the ion selective electrode (ise) buffer reagent. Customer technical support (cts) advised customer to replace the ise reference reagent and calibrator. Customer called back and stated that putting on a fresh bottle of ise reference reagent resolved the issue. Service was not initiated. It is not known if the erroneous results were generated before or after the customer contacted bec about the low qc.

Manufacturer narrative:
.